Event description:
A facility reported was unable to zero a sensor after multiple attempts, the microsensor failed to zero. A new microsensor kit was opened and successfully zeroed. The monitor that operative room (or) used to zero their sensor was disconnected before the patient went to surgical intensive care unit (sicu). Sicu was unable to have the sensor work with their monitor. The or monitor that was used to zero was then sent to sicu, was connected and worked, although with a wavelength that sicu said was not ideal. Sensor was not in contact with the patient; however, the event led to 30 minutes surgical delay due to sensor failure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink microsensor (ID 826850) was returned for evaluation. Device history record (DHR)- the product code 826850 with lot 7118351, conformed to the specifications when released to stock. Failure analysis - no visible damage to the millar sensor, catheter material, or connector. The cerelink monitor was acceptable. Millar sensor could not be zeroed upon receipt; balance was adjusted. The device passed electronic, noise, linearity/hysterisis, and signal drift tests. The issue of the complaint was confirmed. Root cause analysis - the possible root cause for this issue could be due to an inappropriate technique for assembly and use of the device. The supplier could determine the cause of the issue to be use related.

Event description:
N/a.